Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: examination of the returned device identified breakage. Root cause and corrective action are documented in the CAPA system. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Event description:
It was reported that both received products were broken.